Manufacturer narrative:
Although a root cause cannot be identified and with the information provided, the result is likely a true positive for flu a and sars-cov-2. The raw data was not available to be provided for review and analysis. The investigation into the alleged lot indicated that the reagent is working as expected and a systemic product problem was not identified. The alleged lot was tested in-house and no issues were identified. Facility name truncated due to character limit: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results with one sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a and a negative result for influenza b. The same sample was repeated on two different platform (flash detect¿ and andis fast sars-cov-2 rt qpcr detection kit) and generated a negative result for sars-cov-2. The same sample was further repeated on the original cobas liat analyzer and generated a positive result for influenza a and a negative result for sars-cov-2 and influenza b. The sars-cov-2 negative and influenza a positive results were reported. No harm alleged. An investigation was conducted to evaluate the customer¿s issue. Per the FDA eua guidance, 1 MDR will be filed.